Event description:
The device was used to monitor patients with ECG electrodes and patient cable for cardiac monitoring. According to the reporter, the device intermittently displayed no ECG and alarmed ECG leads off until the operator would hit the side of the device with their hand. The device subsequently operated properly for a time and no adverse affects to patients were reported as a result of the alleged malfunction.